Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Reporter alleged the customer received a result of 235 mg/dl on the advantage system compared back to back with a result of 32 mg/dl on a professional system when testing was performed within 10 minutes. Reporter stated that the customer was incoherent, cold and clammy and that the paramedics treated her with glucose intravenously before taking her to the hospital. No other actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product.